Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report capturing onset of driveline infection: (B)(4).

Event description:
It was reported that the patient was scheduled for a heartmate 3 pump related to ongoing driveline infection. As of (B)(6) 2022, the patient remained admitted. The patient was started on cefepime initially then transitioned to meropenem when the susceptibilities showed some resistance. Repeat blood cultures on (B)(6) 2022 showed some resistance so the patient was then switched to ceftazidime. The patient's case was discussed with cardiothoracic (CT) surgery, who recommended a positron emission tomography¿computed tomography (pet-CT). The surgical team was concerned for the patient's deconditioning and recommended elective surgery in 2 weeks to allow the patient to recover a bit. As of (B)(6) 2022, the patient was improving. Elective surgery for pump exchange would occur in about 2 to 3 weeks.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent pump exchange on (B)(6) 2022 due to driveline infection. The infection did not appear to infiltrate the pump pocket.